Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 22, 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during the procedure and inside the patient, it was noted that the fiber connector became hot at the rubber sma boot and separated. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 1.5 mm and appeared used. Additional examination under magnification revealed that the fiber face was consistent with a fracture indicating that the tip or portion of the tip detached. There was no damage along the body of the fiber. Visual examination revealed that the connector boot was melted and torn and the heat shrink was melted. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face, this indicated that the fiber was broken within the connector. The condition of the returned device would cause the connector to overheat. The overheating caused the connector boot to melt and tear away from the connector. The event as reported is confirmed. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure in the ureter performed on an unknown date. According to the complainant, during the procedure and inside the patient, it was noted that the fiber connector became hot at the rubber sma boot and separated. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplement report will be submitted.